Event description:
Caller reports that pt 1 tested 3.3 inr on the device and 2.43 inr on a comparison lab. Pt 2 reportedly tested 8.0 inr on the device and 3.63 inr on a comparison lab. Pt 3 reportedly tested 3.8 inr on the device and 2.83 inr on a comparison lab. No action was taken based on device results. No adverse event reported for patients listed. Requested return of suspect device and replacement was sent.